Event description:
It was reported that the patient was having trouble cycling the inflatable penile prosthesis (ipp) device. It was found that the reservoir had herniated. The patient wanted a malleable device so the ipp was explanted and a new tactra penile prosthesis device was implanted.